Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Additional information- this complaint is for a report of a leak, where the registered nurse said that when the home patient woke up the she was wet from dialysis and later acquired peritonitis. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer contacted a baxter technical services representative on (B)(6) 2012 for an unrelated issue and reported having peritonitis. There were no additional details available related to the peritonitis. Upon follow-up with the reporting facility, baxter was informed by the facility staffing department and the director of the peritoneal dialysis department that there is no one at this facility with the reported registered nurse's name and there was no on that is being treated at this facility with the reported home patient's name. No additional information can be obtained related to this report.